Manufacturer narrative:
Upon receipt, the device interrogation confirmed the eos battery status, detected on (B)(6) 2019, which was followed by an automatically triggered home monitoring notification to inform the user about the occurred eos status. The device was implanted for 85 months and a number of 29 charging cycles was documented. The current consumption of the device in the eos state was tested and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. Therefore, the ICD was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption and the battery voltage were directly measured. Thereby a depleted battery could be confirmed. However, the measurement of the current consumption of the electrical module was found to be as expected. In a next step, the electronic module was attached to an external power supply. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the current consumption during the test was normal. In a further electrical analysis an intermittent elevated current consumption of the electronic module was identified, which could be narrowed down to an integrated circuit. The intermittent elevated current consumption led to a premature depletion of the battery. The manufacturing records and quality documents for this device were re-investigated. No anomalies were documented during the device manufacturing, in particular during the final acceptance test no abnormality in the current consumption of the device was observed. Based on this analysis the presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned data was inspected. During the inspection the clinical observation could be confirmed. Based on the data available for analysis the root cause for this behavior was not determinable and can only be clarified by an analysis of the device itself. It cannot be excluded that this occurrence resulted from a defective component. Should further relevant information or the device itself become available for analysis, this investigation will be updated.

Event description:
It was reported that approximately 85 months after the implantation, battery depletion was noted via homemonitoring. The device remains implanted at this time. Should additional information become available, this file will be updated.